Event description:
It was reported that, "during a routine warehouse instrument inspection friday we realized two of our rejuvenate sets has damaged osteotomes. We replaced them with two new ones and would like to have these looked at. Essentially the cutting aspects of these osteotomes have been folded back into itself. We don't know how this happened or where, we just know that they will not work as they are designed to."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Manufacture date of lot#b2vaj: 03/16/2009.